Event description:
It was reported that the surgical staff opened a new reprocessed tourniquet to place on the pt. Once unrolled, it was obvious that the rigid plastic contained within the cuff was broken into two pieces. The tourniquet did not reach the pt, but was sequestered for reporting purposes.

Manufacturer narrative:
The device was not returned to the MFR at the time of this report. A follow up medwatch will be submitted once the device has been returned and the investigation is complete.